Manufacturer narrative:
Details of the complaint: the nihon kohden employee reported that the bedside monitor (bsm) will beep loudly 3 times, and the entire screen goes blue with white letters. It boot loops without input. This was not in patient use. Investigation conclusion: nk tech support reviewed a video from nk account executive and saw that the bsm displayed a fatal error. Ts recommended re-installing the software to fix the issue. The software was sent to nk ae who stated that the issue was resolved after loading the software onto the bsm. According to the bsm-3000 service manual, fatal error is a system error detected in the operating system (os). Based on the resolution details, possible cause was likely software corruption which can occur through user error when updating software or transferring files from the memory card, or sudden power loss from ungraceful shutdown or power supply issues.

Event description:
The nihon kohden employee reported that the bedside monitor (bsm) will beep loudly 3 times, and the entire screen goes blue with white letters. It boot loops without input. This was not in patient use.

Manufacturer narrative:
The nihon kohden employee reported that the bedside monitor (bsm) will beep loudly 3 times, and the entire screen goes blue with white letters. It boot loops without input. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b d10 concomitant medical device f1 - f14 g4 device bla number g5 g7 h2 h7 h9.

Event description:
The nihon kohden employee reported that the bedside monitor (bsm) will beep loudly 3 times, and the entire screen goes blue with white letters. It boot loops without input. This was not in patient use.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-3572a to life scope vs. D4 additional device information / model #: corrected the model # from bsm-3572a to bsm-3572. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k201949. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The nihon kohden employee reported that the bedside monitor (bsm) will beep loudly 3 times, and the entire screen goes blue with white letters. It boot loops without input. This was not in patient use.